Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath exhibited a broken ceramic tip. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to sections: d8 and h4 the device was returned to olympus for inspection, and the reportable event of broken ceramic tip was confirmed. Based on the results of the investigation, it is assumed that the damage was thermally and mechanically induced. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.